Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to d4: lot # and expiration date. D4: lot # is sp20a08-1419907, previously submitted as 20a081419907. D4: expiration date is 03/12/2022, previously submitted as ¿ni¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a veritas was defective. It was further reported that after a few days of breast reconstruction the grid was dissolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.